Event description:
The reporter stated three piece lenses were feeling tight when being ejected through the aq cartridge-fp. The lenses were implanted with no damage and remain implanted. There was no patient injury. The reporter stated no product would be returned under this lot number.

Manufacturer narrative:
Evaluation: cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaint was found. Conclusions: based on the complaint history and the cartridge lot number search, a specific root cause of the event could not be determined.